Manufacturer narrative:
Additional information received by smiths medical on 22-sep-2020 via email that the event occurred while testing, no patient was involved. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to fair condition with scratched screen and missing nub. Event history log review was performed and found no evidence of reported problem. According to the investigation, the moment the device was powered up the device started double beeping. The investigation reported that the reported problem as caused by the pump faulty downstream sensor. The investigation replaced the pump downstream sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a double alarm and that there was a missing nub. There were no adverse events reported.